Event description:
The customer reported that while preparing the subject device for an intrauterine electrotomy procedure, there was no image displayed, and the outer skin of the cable was damaged. The intended therapeutic procedure was completed using a similar device with no delay to the procedure. There was no patient or user injury due to the event. This report is being submitted for the reported malfunction of no image displayed.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found there was no image displayed due to a defective charge coupled device (ccd) unit. In addition, the coupler was worn with rust, and the cable was worn. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image was due to a faulty charged coupled device unit. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.